Event description:
It was reported that the patient alert triggered on the right ventricular lead. There was oversensing, low sensing values, increased impedances, and increased thresholds noted on the lead. Review of performance data indicated high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The proximal conductor was fractured. The defib conductor was distorted and the outer insulation was torn. The outer tubing overlay had cosmetic environmental stress cracking and an environmental stress cracking breach/breach (non-electrical). The exposed defib coil had a white substance, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead was stretched. Performance data was collected from the device and analyzed. There was one patient alert for lead failure predictor on (B)(6) 2012. There were eleven ventricular nst<=210 ms on (B)(6) 2012. There were five lfp high rate-ns <= 210 ms average v-cycle on (B)(6) 2012. The ventricular short interval count v-sic=1036.5 counts avg/day, in 1.19 days, between (B)(6) 2012 and (B)(6) 2012.